Event description:
It was reported that the user received an occlusion alert on the ilet while using an infusion set and had a blood glucose reading of 310 mg/dl; customer support guided the user to disconnect from the anchor, perform a fill-tubing-only sequence until drops were observed, then reconnect and resume insulin delivery, after which the alert cleared and glucose began trending down. Customer care provided support that included guided troubleshooting and education on clearing a suspected occlusion via tubing priming and reconnection. Investigation of this case revealed that an insulin delivery interruption due to an occlusion was suspected and resolved through clearing the line, with no additional device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.